Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient had an revision surgery due to skin overgrowth (date not reported).

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2019, in order to exchange the abutment due to skin overgrowth at the implant site.